Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2018: quality safety evaluation of ptc. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), syncope ('fainting'), cholecystectomy ('surgery:gallbladder removal') and appendicectomy ('surgery-appendix removed') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test.". The patient's medical history included abdominal pain, asthma, carpal tunnel syndrome, chronic pain, gallbladder disease, gerd, hypothyroidism, perirectal abscess, adenomyosis and grand multiparity. Concomitant products included levothyroxine since 2015, methadone since 2016, milnacipran hydrochloride (savella) since 2016, omeprazole since 2014, oxycodone hydrochloride;paracetamol (percocet), quetiapine fumarate (seroquel) since 2016, salbutamol sulfate (proair hfa) and venlafaxine since 2015. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced depression ("psychological or psychiatric problems-depression") and post-traumatic stress disorder ("psychological or psychiatric problems-ptsd"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2013, the patient underwent appendicectomy (seriousness criterion medically significant), 7 years 9 months after insertion of essure (ess205). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced fibromyalgia ("autoimmune disorder-fibromyalgia") and amnesia ("neurological conditions or problems:memory loss"). In (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient underwent cholecystectomy (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced dizziness ("dizziness"), syncope (seriousness criterion medically significant), neck pain ("neck pain"), back pain ("lower back pain"), arthralgia ("hip pain/ knee pain."), pain in extremity ("feet pain"), hypoaesthesia ("legs numb had hard time walking on a leg that was permanently"), gait disturbance ("legs numb had hard time walking on a leg that was permanently"), abdominal pain ("abdominal pain") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue and abdominal pain had resolved and the depression, post-traumatic stress disorder, fibromyalgia, nausea, amnesia, dizziness, syncope, neck pain, back pain, arthralgia, pain in extremity, cholecystectomy, appendicectomy, hypoaesthesia, gait disturbance and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, amnesia, appendicectomy, arthralgia, back pain, cholecystectomy, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gait disturbance, gastrointestinal disorder, hypoaesthesia, menorrhagia, nausea, neck pain, pain in extremity, pelvic pain, post-traumatic stress disorder, syncope and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date(s) of removal: 43088. She received treatment for pain- dysmenorrhea, dyspareunia, back , abdominal, pelvic, menorrhagia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records- menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- new event abdominal pain and gi conditions were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), syncope ("fainting"), cholecystectomy ("surgery:gallbladder removal") and appendicectomy ("surgery-appendix removed") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test.". The patient's medical history included abdominal pain, asthma, carpal tunnel syndrome, chronic pain, gallbladder disease, gerd, hypothyroidism, perirectal abscess, adenomyosis and grand multiparity. Concomitant products included levothyroxine since 2015, methadone since 2016, milnacipran hydrochloride (savella) since 2016, omeprazole since 2014, oxycodone hydrochloride;paracetamol (percocet), quetiapine fumarate (seroquel) since 2016, salbutamol sulfate (proair hfa) and venlafaxine since 2015. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced depression ("psychological or psychiatric problems-depression") and post-traumatic stress disorder ("psychological or psychiatric problems-ptsd"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2013, the patient underwent appendicectomy (seriousness criterion medically significant), 7 years 9 months after insertion of essure (ess205). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced fibromyalgia ("autoimmune disorder-fibromyalgia") and amnesia ("neurological conditions or problems:memory loss"). In (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient underwent cholecystectomy (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced dizziness ("dizziness"), syncope (seriousness criterion medically significant), neck pain ("neck pain"), back pain ("lower back pain"), arthralgia ("hip pain/ knee pain."), pain in extremity ("feet pain"), hypoaesthesia ("legs numb had hard time walking on a leg that was permanently") and gait disturbance ("legs numb had hard time walking on a leg that was permanently"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia and fatigue had resolved and the depression, post-traumatic stress disorder, fibromyalgia, nausea, amnesia, dizziness, syncope, dysmenorrhoea, neck pain, back pain, arthralgia, pain in extremity, cholecystectomy, appendicectomy, hypoaesthesia and gait disturbance outcome was unknown. The reporter considered amnesia, appendicectomy, arthralgia, back pain, cholecystectomy, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gait disturbance, hypoaesthesia, menorrhagia, nausea, neck pain, pain in extremity, pelvic pain, post-traumatic stress disorder, syncope and vaginal haemorrhage to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records- menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: pfs received. Event legs numb had hard time walking on a leg that was permanently added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), syncope ("fainting"), cholecystectomy ("surgery:gallbladder removal") and appendicectomy ("surgery-appendix removed") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test." The patient's medical history included abdominal pain, asthma, carpal tunnel syndrome, chronic pain, gallbladder disease, gerd, hypothyroidism, perirectal abscess, adenomyosis and grand multiparity. Concomitant products included levothyroxine since 2015, methadone since 2016, milnacipran hydrochloride (savella) since 2016, omeprazole since 2014, oxycodone hydrochloride;paracetamol (percocet), quetiapine fumarate (seroquel) since 2016, salbutamol sulfate (proair hfa) and venlafaxine since 2015. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced depression ("psychological or psychiatric problems-depression") and post-traumatic stress disorder ("psychological or psychiatric problems-ptsd"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In january 2013, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2013, the patient underwent appendicectomy (seriousness criterion medically significant), 7 years 9 months after insertion of essure (ess205). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced fibromyalgia ("autoimmune disorder-fibromyalgia") and amnesia ("neurological conditions or problems:memory loss"). In (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient underwent cholecystectomy (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced dizziness ("dizziness"), syncope (seriousness criterion medically significant), neck pain ("neck pain"), back pain ("lower back pain"), arthralgia ("hip pain/ knee pain.") And pain in extremity ("feet pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia and fatigue had resolved and the depression, post-traumatic stress disorder, fibromyalgia, nausea, amnesia, dizziness, syncope, dysmenorrhoea, neck pain, back pain, arthralgia, pain in extremity, cholecystectomy and appendicectomy outcome was unknown. The reporter considered amnesia, appendicectomy, arthralgia, back pain, cholecystectomy, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, menorrhagia, nausea, neck pain, pain in extremity, pelvic pain, post-traumatic stress disorder, syncope and vaginal haemorrhage to be related to essure (ess205). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2019: plaintiff fact sheet and medical record received, reporter added, aka added, patient demographic added, product indication updated, essure insertion and removal date updated, event added- abnormal bleeding (vaginal, menorrhagia); psychological or psychiatric problems-ptsd, autoimmune disorder-fibromyalgia, nausea, memory loss, dizziness, fainting, dysmenorrhea, dyspareunia, fatigue, neck pain , back pain, arthralgia, pain in extremely, surgery (other) - gallbladder, appendix,device monitoring procedure not performed. Events onset date, severity and outcome added. Patients medical history and concomitant drug added, incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.